Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary ¿ other") and urinary tract disorder ("bladder/urinary ¿ other"). The patient was treated with surgery (hyst. (Full), salping(bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, bleeding - menorrhagia (heavy menstrual bleeding). Date(s) of insertion: (B)(6) 2008 (as written per ppf, please (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case become incident, previously added injury nos was replaced with pelvic pain & new events- abdominal pain, menorrhagia, psych injury, bladder/urinary were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 2006634-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.'' On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), depression ("psych injury"), bladder disorder ("bladder/urinary ¿ other"), urinary tract disorder ("bladder/urinary ¿ other"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), anxiety ("mental anguish") and migraine ("migraines / headaches"). The patient was treated with surgery (hyst. (Full) ,salping(bilateral). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, bleeding - menorrhagia (heavy menstrual bleeding). Date(s) of insertion: (B)(6) 2008, (as written per ppf, please (B)(6) 2014. Lot number reported is ( 2006634 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 2006634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury"), bladder disorder ("bladder/urinary ¿ other"), urinary tract disorder ("bladder/urinary ¿ other"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish") and migraine ("migraines / headaches"). The patient was treated with surgery (hyst. (Full) ,salping(bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, bleeding - menorrhagia (heavy menstrual bleeding). Date(s) of insertion: (B)(6) 2008 (as written per ppf, please (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. Events migraine, vaginal bleeding, depression mental anguish & essure confirmation test not done were added. Lot number added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.